Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat digestive hemorrhage performed on (B)(6) 2022. During the procedure, the first band was deployed on the first of the varicose veins to be treated. However, the remaining bands could not be deployed despite of several attempts of usual deployment techniques. The procedure was completed with a second speedband superview super 7. It was noted that there was no any difficulty experienced upon setting up the device. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Initial reporter phone: other initial reporter phone: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block e1 (initial reporter phone): other initial reporter phone: (B)(6). Block h6: medical device problem code (B)(6) captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly, ligator head) was analyzed, and a visual evaluation noted that the returned ligator housing had five bands attached and the bands were moved out from their position (overlapped). A couple of bands were broken. The suture hole was in good condition with no damages observed. Some of the ligator head teeth were damaged/bent. The device was observed under magnification, and the suture hole was in good condition with no damages observed and some of the ligator head teeth were damaged/bent. A functional evaluation was performed by rotating the handle knob. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands on the ligator head were overlapped, and there were a couple of bands that were broken. These suggest that the device could not deploy. These conditions could have been generated due to handling and manipulation of the device during its use which could have moved the suture knots from their position in the ligation unit. This would result in more tension applied to the component leading to bend the teeth and breaking the bands, consequently, causing inability of the device to deploy the bands. It is likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. The most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat digestive hemorrhage performed on (B)(6) 2022. During the procedure, the first band was deployed on the first of the varicose veins to be treated. However, the remaining bands could not be deployed despite of several attempts of usual deployment techniques. The procedure was completed with a second speedband superview super 7. It was noted that there was no any difficulty experienced upon setting up the device. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.